Event description:
The alaris IV pump failed, turning off levophed and vassopressin. The nurse was in the room and responded quickly by starting the drips running again on another IV pump. There was no documented harm to the patient. No battery found error. The pump was plugged in. Pump sequestered and given to biomedical.